Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/27/2019.

Event description:
It was reported that the ventilator's touchscreen was damaged. The ventilator was being used on a patient at the time that the problem was discovered, however, there was no patient harm.

Manufacturer narrative:
G4: 23oct2019; b4: 25oct2019. Additional information has been received that the touchscreen did not malfunction but it was physically damaged. The confirmed battery failure was that it could not be charged. The battery failure was identified on (B)(6) 2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 14oct2019. Report date: 22oct2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician also identified that the battery was faulty. The service technician replaced the touchscreen and the battery and the problem was resolved. No further patient information could be provided. No medical intervention was required as a result of the reported event. The defective touchscreen has been discarded, so it is not expected to be returned for failure investigation. Due to regulations governing the transportation of lithium-ion batteries, the defective battery cannot be returned to the manufacturer for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's touchscreen was damaged. The ventilator was being used on a patient at the time that the problem was discovered, however, there was no patient harm.